Event description:
On 10/19/2007, abbott point of care was contacted by a customer who reported that in 2007, at 14:10 an I-stat cardiac troponin I cartridge yielded a result of <0.2 ng/dl. A second sample drawn around the same time (in 2007, 13:51) tested at 16:33 using an I-stat cardiac troponin I cartridge yielding a result of >50 ng/dl. The second sample was also tested on a laboratory system yielding a result of 81.91 ng/ml.